Manufacturer narrative:
User reported issue was confirmed. The compromised connector spring contact caused the issue. The device was repaired and retested to meet all the specifications on (B)(6)2014. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00075_complaint (B)(4) on (B)(6) 2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported that " the device powers self-off during use." No patient injury or harm was involved in this case.